Manufacturer narrative:
In d4, the lot number and related information was added/corrected. In g1, the manufacturer information was added.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.